Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump shut off. Reportedly, the customer forgot to charge the pump. The customer's blood glucose level was 400 mg/dl. The customer connected the pump to a power source to charge for over an hour and an unspecified malfunction occurred. Reportedly, the customer has manual injections available as alternate insulin therapy.

Manufacturer narrative:
Product was received. Investigation not performed.